Event description:
Healthcare professional reported left-side capsular contracture baker grade IV with pain. Device has been explanted and replaced with another manufacturer's device. Device was implanted after the expiration date of the device.

Manufacturer narrative:
Clarification to b.5. Description of event and h.6. Adverse event problem: healthcare professional reported an implant date of (B)(6) 2022 for mcghan manufactured silicone devices. Follow up is being performed to confirm the device information and implant date as the details provided are for mcghan manufactured saline devices which expired in 2007. A2301 device handling problem will be reported for a device implanted after its expiration date until additional information is provided. Continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; device implanted after expiration date of device.

Manufacturer narrative:
Unreporting the code device handling problem (a2301) as the correct implant date was reported. Additional, changed, and/or corrected data: a5, a6, b5, d6a.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV with pain. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ use error: observed per reported implant date. As per the investigation procedure an opening and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left-side capsular contracture baker grade IV with pain. Device has been explanted and replaced with another manufacturer's device. Device was implanted after the expiration date of the device.